Event description:
It was reported that patient underwent total knee arthroplasty in 2008. In 2009, patient was revised due to loosening of the tibial plate. Tibial plate was replaced.

Manufacturer narrative:
Further evaluation determined that as the component was in vivo for approximately ten months and reported as being loose, it is considered likely that micromotion could change the roughness of the surface and would ten to make the surface smoother. In an effort to further investigate additional units from this lot, it was confirmed that the balance of the lot has been implanted and no other reports for this lot have been received. This report filed november 7, 2009.

Event description:
It was reported that patient underwent total knee arthroplasty 2008. In 2009, patient was revised due to loosening of the tibial plate. Tibial plate was replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total knee arthroplasty in 2008. In 2009, patient was revised due to loosening of the tibial plate. Tibial plate was replaced.

Manufacturer narrative:
Evaluation of the returned component found that the grit blast on the device was too smooth, which would have affected the adhesion of the bone cement.this report filed september 30, 2009.